Event description:
Polypropylene mesh for sacral colpopexy and rectopexy resulted in lower mid abdominal pain, vaginal bleeding, bladder spasms, increased bladder incontinence. Reason for use: pelvic prolapse full thickness rectal prolapse enterocele, cystocele.